Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported bruises, hemorrhage/blood loss/bleeding, hypoglycemia treated with no treatment, and glucagon. The event involved products mmt-332a, mmt-397a, mmt-1884, and mmt-7040a. Troubleshooting was performed, and the customer was using the auto mode/smartguard feature at the time of the event. The customer reported low bgs. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer does not believe the pump is overdelivering. The customer reported that the pump was dropped/bumped with no visible pump damage. The customer reported a hematoma/bruise at the site. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary), h6 (health effect - clinical code 1912 & replaced health effect - impact code 4644 with 4613) and h6 - medical device problem code 1069 has been replaced with 2993 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose value. She said that she did a lot of work. At 12:40am, her blood glucose was 79mg/dl. She then took a gel packet but that did not help (glucagon was not used). She then changed her set and her blood glucose was 72mg/dl. She dropped her pump on the kitchen floor and the set came off. Set showed signs of damage. Then, she saw that the site was bruised and bleeding and there was swelling. There was no hematoma. Set had been tugged on or pulled on after insertion. No medical treatment was used for the site issue. There was no hemorrhage. She just put pressure on the site to stop the bleeding. Later, she inserted a new set and her blood glucose value was 226mg/dl. Troubleshooting was done for the low. Pump passed self-test and displacement test. Customer declined further troubleshooting for the pump. Troubleshooting was done for the site issue. Pump was used within 48 hours of the low. Smartguard was used. Pump is not returning for analysis.